Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the in-service device inspection, that the camera control unit serial digital interface (sdi) cable was defective. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to b5 and h6. Please see b5 and h6 for the updated information. During the device evaluation, it was found that the serial digital interface (sdi) cable was defective. This medwatch report is being submitted to capture both the reported malfunction in b5 as well as the defective sdi cable.

Event description:
It was reported the camera control unit displayed a black square in the bottom right corner of the screen. The issue occurred during unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. Corrected fields: d4, d5, d8, d9, e1, e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely that that image was not displayed due to serial digital interface cable failure. Olympus will continue to monitor field performance for this device.